Event description:
It was reported that the patient passed away due to multi organ failure. The death was not considered to be device or therapy related. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), operated as expected, and that the patient's outcome was not device or therapy-related. It was determined that this event did not meet the requirements of a complaint. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the left ventricular assist device (lvad) implantation was performed in later intermacs ii stage after long duration of intra-aortic balloon pump (iabp) support. The organ damage was observed to be present prior to lvad implantation. Temporary right ventricular assist device (rvad) was also necessary because of a right ventricular (rv) failure. There was severe bleeding and need for reoperation multiple times. Systemic inflammatory response syndrome (sirs) and septic status also led to the multiorgan failure and death. The device reportedly operated as expected and the outcome was not considered device or therapy related.